Manufacturer narrative:
This supplemental report was submitted to provide additional information regarding the event (b5).

Event description:
The (oms) field service engineer further reported that the reported generator error occurred during a therapeutic transurethral resection procedure.

Manufacturer narrative:
The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The error e433 is a known issue and is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: the user activates the foot switch while the generator is booting (temporary error caused by user action). Faulty foot switch (temporary error). Faulty foot switch (temporary error, faulty reed contact). Defective cable connection between hvps board and generator board (temporary or permanent error). Defective hvps board (permanent error). Defective generator board (permanent error). A deeper investigation of generator boards with error e433 found a destroyed transformer tr1 to be the cause. An improved generator board was introduced into production in mid-july 2020. As stated on the IFU (instruction for use) and as a preventive measure, the user manual indicates the customer is required to check the function of all devices used prior to a procedure. Additionally, according to the IFU, a suitable replacement device must be provided during an application. The legal manufacturer will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was evaluated at the service center (oms) and determined the cause of the e433 error was due to a a defective generator board. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The doctor at the user facility reported, that an e433 error reportedly occurred with the he high frequency electro-surgical generator unit during an unspecified procedure so the procedure was terminated in monopolar mode. There was no patient death, injury or harm reported. No further information was reported.